Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the setup mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2012. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported meter issue. The patient also denied testing her blood glucose with a back-up/ secondary meter after the alleged issue occurred. On (B)(6) 2012 (time not specified) the patient claimed she developed symptoms of tiredness and blurry vision as a result of the alleged issue, and the patient consumed food and/or drink as self-treatment at an unknown time later. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the alleged issue did not occur after removing/replacing the subject meter's battery. The alleged issue was resolved with training. Replacement products were sent to the patient. The meter involved with this compliant has been returned and evaluated by product analysis with the following findings: the meter's battery was found to have a low/dead voltage. After pa replaced the subject meter's battery and monitored the meter for three days, and the meter was found to function properly. The primary complaint was not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.